Manufacturer narrative:
Analysis found that a partial lead connector portion was returned in one piece and was measured to be 11.2 cm. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05808. Related manufacturer report number: 2017865-2020-05809. Related manufacturer report number: 2017865-2020-05812. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.